Manufacturer narrative:
All of the buttons are functioning properly however, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she fell and tore ligaments in her thumb. The patient's blood glucose may have been 250 mg/dl before her fall, but increased to over 500 mg/dl due to the stress of the fall. The customer's blood glucose has also been higher due to a liver issue. Additionally, the customer mentioned that the insulin pump had a keypad anomaly; the buttons were hard to press. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer discovered the hard-to-press buttons after she fell. The customer was informed that the new keypad had increased resistance and that a replacement device may not resolve the issue. However, the customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.